Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 1 year and 8 months post transcatheter mitral valve replacement (tmvr) with a 29mm sapien 3 valve, the patient developed stenosis and underwent a successful post dilation procedure. The patient is stable post procedure.

Manufacturer narrative:
Update to h6 (impact code, device code, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect investigation. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no imaging provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The sapien 3 transcatheter heart valve certitude delivery system IFU was reviewed for guidance and instructions. Potential adverse events include valve stenosis. In addition, indications for the sapien 3 valve was provided. The edwards sapien 3 ultra transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. The edwards sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater or equal to 8% at 30 days, based on the sts risk score and other clinical comorbidities unmeasured by the sts risk calculator). There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis was unable to be confirmed due to unavailability of procedural imagery/medical reports. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in native mitral position for this case. The sapien 3 (s3) with the certitude delivery system (ds) was indicated for native aortic valve, surgical and transcatheter bioprosthesis aortic valve, surgical bioprosthesis mitral valve and native mitral valve with an annular plasty ring replacement. This case was an off -label operation. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. As reported, 'approximately 1 year 8 months post tmvr procedure via open surgical approach with a 29mm sapien 3 valve, the patient developed stenosis and underwent a successful post dilation procedure'. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. However, patient/procedural factors may have caused or contributed to this event. Due to unavailability of procedural imagery and limited information, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified. No IFU/labeling/training manual inadequacies were identified. Therefore, a product risk assessment (pra) not corrective or preventative action is required at this time.